Manufacturer narrative:
According to the complainant the device will not be returned for investigation. No lot release records were reviewed, as the product lot number was not provided. We are unable to determine if any product condition could have contributed to the reported hospitalization, hyperglycemia and cardiac arrest. Locked down smartphone: lockdown. Omnipod software app version: 3.1.6. Operating system: n5004l-am-q-mv01602-06-01.06. Hardware: n5004l. Cgm sensor type: dexcom g7. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
On (B)(6) 2026, the patient contacted product support to inquire about safely resuming use of the pod after a period of insulin injections following recent hospitalization. The patient reported hospitalization for hyperglycemia with ketones after cortisone injections and a subsequent cardiac event, during which pod use was discontinued. Since discharge, the patient has been managing diabetes with long- and short-acting insulin injections and has pod supplies available but was uncertain whether to restart independently or wait for clinical guidance. Patient received advice to consult with healthcare provider and diabetes educator to review and update on the next steps.